Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple call service (cs 064) alarms observed in the black box history. The pump was exercised for 24 hours and the complaint was duplicated during investigation. The pump case was removed and the motor flex connector was not fully seated. Unrelated to the complaint, the battery compartment was cracked. Also unrelated, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.